Manufacturer narrative:
The premarket field g4 exceeds the character limit - this is the second code: k210608. Suplemental 01: report the results of the device evaluation: this icm device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no anomalies. The current drain was measured and found to be normal. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of discomfort was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. And, review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected".

Event description:
It was reported that an insertable cardiac monitor (icm) was explanted due to patient discomfort and patient request. No additional adverse patient effects were reported.

Event description:
It was reported that an insertable cardiac monitor (icm) was explanted due to patient discomfort and patient request. No additional adverse patient effects were reported.

Manufacturer narrative:
The premarket field g4 exceeds the character limit - this is the second code: k210608.